Event description:
According to the available information, the cylinder extruded out of the corpora and the distal tip came with it. The cylinder was repositioned and closed with a permanent suture.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.